Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having several bent cannula issues and at one point, the patient experienced vomiting, high blood glucose level and diabetic ketoacidosis. The patient was not eating much and subsequently, was hospitalized. The patient received an insulin drip and was then put back on the pump until blood glucose level was stable. The patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.